Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -6.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Date of this report: it is corrected from "02-apr-2018" to "30-mar-18" in the initial MDR. Date received by manufacturer: it is corrected from "02-apr-2018" to "30-mar-18" in the initial MDR. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4)